Event description:
It was reported the pump ¿went dead¿ on (B)(6) 2013, at which time the patient heard a critical alarm. The patient had elevated blood pressure, could not breath, and was going through withdrawals. As a result, the patient had 2 seizures and a heart attack on (B)(6) 2013 after an ambulance took him to the hospital. One seizure took place in the helicopter on the way to the hospital. It was noted the health care professional (hcp) knew that (B)(6) 2013 was the day the pump was going to reach end of life (eol). The hcp agreed to reduce mediation before the eol date to prepare for surgery and see what the effect would be of winding down the medication. The patient had a normal pump refill on (B)(6) 2013. There was medicine in the pump, but it was not operational. The replacement surgery was scheduled for (B)(6) 2013 and on that date the patient could not get to the hospital due to weather conditions. The pump replacement was rescheduled for (B)(6) 2014. The patient was taking the following oral medications: lopressor, baclofen, flexeril, and ativan. The pump was being used to deliver baclofen, morphine, and bupivacaine. It was later reported on (B)(6) 2014 that the patient¿s existing pain management could not get him until february. The patient had been having withdrawals from no medicine and had a heart attack. His spasticity was ¿as bad as it was going to get.¿ this started on (B)(6) 2013. The patient was so stiff he couldn¿t even more and his spasms were to where he could hardly type. It was noted the patient¿s baclofen was around 150 micrograms. The morphine was around 3.7 micrograms per day and the bupivacaine was ¿very, very light¿ and around 1.7 or 0.7 micrograms per day.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).